Event description:
The patient reported that the ok keypad button became stuck during the prime step and continued to push insulin out after the patient released the button. She stated that the ok button feels flat and does not bounce back or click as expected when pressed. The patient denied physical damage to the rubber keypad.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button is intermittently responsive. The ok button contact was found to be inverted.